Manufacturer narrative:
(B)(4). Retainer ring = black. The insulin pump was received with a scratched case, a keypad overlay peeling, a missing display window/cover and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the self test, displacement test and active current measurement. However, the pump failed the sleep current measurement. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, moisture damage was found on the pcb1. No corrosion or moisture damage on the pcb2, motor and vibrator assembly noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. In conclusion, the pump had a high sleep current measurement due to moisture damage on the pcb1.

Event description:
Information received by medtronic indicated that the battery cap was broken. Customer stated insulin pump was screen was damaged. Customer stated had low battery and after 4 hours the replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.